Event description:
The hospital reported that during multiple endoscopic vein harvesting procedures within this last week, seven short port btt black inflation valves dislodged (popped out) so the balloons would not remain inflated. Replacement units were used from accessory kits to complete the procedures. The hospital did not report any patient complications. Since it is not known when the event occurred, how many failed during each case, and the lot numbers, all seven will be tracked in this one case. This report is for the first device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).